Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported about error 23094 during operation. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the arm was disabled and the procedure was completed with the same system.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed by the customer. The site resolved the universal surgical manipulator (usm) issues by disabling the usm #1 and continue the procedure with 3 arms. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date was completed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: error 23094 "encoder transition error, usm1, axis 1" and error 23118 arm 1 usm axis 1: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal". While a definitive root cause cannot be established since the affected product was not returned for failure analysis and the system logs were inconclusive, a probable root cause is likely related to transient electrical issues from the motor encoder on usm 1, resulted on system recoverable faults. The issue was resolved by disabling the affected usm and completing the procedure with 3 arms.

Event description:
Refer to h11 for follow-up information.